Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that when the room assistant is asked to open bone cement in which it is evident that the ampoule of liquid of this component is broken.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received indicated that the surgery was not delayed due to the event. The procedure was completed successfully. No fragments were generated. Patient condition satisfactory.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> the device associated with this report was returned to depuy synthes for evaluation. Visual examination found brakeage of the monomer ampule inside the blister package.. The reported allegation can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> there was one nonconformance recorded on this batch that was related to process controls and did not impact on the overall product. Corrected: h3.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: the device associated with this report was not returned to depuy synthes for evaluation. The photo investigation found brakeage of the monomer ampule inside the package. The reported allegation can be confirmed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: there was one nonconformance recorded on this batch that was related to process controls. And did not impact on the overall product.